Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of rv oversensing were observed on the ventricular channel. Programming changes were recommended. No further information.

Manufacturer narrative:
Manufacturer report 2938836-2016-12377, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).